Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the during trial lead implantation surgery on (B)(6) 2021 patient experienced a csf leak. A blood patch was performed and the patient did not report any side effects. No lead was implanted as the trial was abandoned.